Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to be related to circumstances of the procedure factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Study patient ID: (B)(6). It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a percutaneous transcatheter device to treat the left atrial appendage (laa). The sutures of one perclose proglide device was successfully pre-placed. The sheath was not upsized and the laa procedure was completed. Reportedly, the proglide failed to achieve hemostasis. Manual compression was held for 66 minutes followed by use of a femostop to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.